Event description:
It was reported that the patient experienced changes in stimulation with movement from their implantable neurostimulator (ins). High impedances were observed on electrodes #8-15 on the lead components of the ins system. Diagnostics and troubleshooting actions included impedance testing and reprogramming. The patient was reprogrammed to capture the areas of their pain and was to follow up if they needed future adjustments. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3887-33, lot# l66644, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID:.... (B)(4).